Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 3. Number of persons adversely affected: 0.

Event description:
A site representative reported that, while in a spinal fusion, a post-operative image acquisition returned an error message prior to the reconstruction of the 3d model. Two image acquisitions were performed with the error appearing. It was reported that neither acquisition appeared. After disconnecting and re-connecting the interface (umbilical) cable, functionality was restored. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Updated with the correct amount of unused spins found from the trr conducted.

Event description:
A technical review was conducted for accidental radiation occurrence and found two unused spins.